Event description:
It was reported that patients implantable pulse generator (ipg) would not hold a charge and when he placed the charging puck on the ipg patient experienced undesired sensation coming from the battery site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in blocks b5, d4, and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) is not holding a charge and patient states when he puts the charging puck on his ipg he gets a weird sensation coming from the battery site. It was also noted that the patient had program optimization. The patient underwent ipg revision procedure. No further information has been obtained. Additional information stated that explanted product unable to be returned. Kept by facility.

Event description:
It was reported that patients implantable pulse generator (ipg) is not holding a charge and patient states when he puts the charging puck on his ipg he gets a weird sensation coming from the battery site. It was also noted that the patient had program optimization. The patient underwent ipg revision procedure. No further information has been obtained. Additional information stated that explanted product unable to be returned. Kept by facility.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in blocks b5, d4, and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event. Labeling review: the product labeling indicates that the following may be potential risks associated with the use of spinal cord stimulation (scs) therapy: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.